Manufacturer narrative:
The reported event could be confirmed. The device returned broke on the transition radii of the thread undercut to the stop shoulder of the thread connection. A microscope analysis of the surface of the device shows a brittle area, which proves that the material was subjected to a significant amount of stress, which lead to it breakage without significant plastic deformation. This leads us to conclude that this event was due to a user related root cause. The analysis of the device resulted in finding that the thread of the strike plate had been damaged by excessive load application resulting from incorrect engagement in the counterpart. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "dr. Was impacting the t2 alpha gt nail, over the balltip guidewire, into the intramedullary canal of the patient's femur. As dr. Continued to impact the strike plate to advance the nail into its final position, he back-slapped the delta strike plate (2351-0050) to move the nail proximally. At this point, the delta strike plate sheared off the gt nail adapter. The threads of the delta strike plate remained engaged in the gt nail adapter, and the breaking point appears to be at the junction of the strike plate threads and the strike plate shaft. Thereafter, the case continued as normal and there was no harm done to the patient as a result of the breakage. There was nothing unusual in the technique the surgeon used to impact the nail, or the backslapping, including how hard they were hitting the strike plate." Procedure was completed successfully with no adverse consequences or surgical delay reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "dr. Was impacting the t2 alpha gt nail, over the balltip guidewire, into the intramedullary canal of the patient's femur. As dr. Continued to impact the strike plate to advance the nail into its final position, he back-slapped the delta strike plate (2351-0050) to move the nail proximally. At this point, the delta strike plate sheared off the gt nail adapter. The threads of the delta strike plate remained engaged in the gt nail adapter, and the breaking point appears to be at the junction of the strike plate threads and the strike plate shaft. Thereafter, the case continued as normal and there was no harm done to the patient as a result of the breakage. There was nothing unusual in the technique the surgeon used to impact the nail, or the backslapping, including how hard they were hitting the strike plate." Procedure was completed successfully with no adverse consequences or surgical delay reported.